Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pregnant nurse pricked herself with needle while administering insulin to (B)(6) patient [injury associated with device]. Drug exposure during pregnancy [exposure during pregnancy]. Case description: this serious spontaneous case from the united states was reported by a nurse as "pregnant nurse pricked herself with needle while administering insulin to (B)(6) patient" beginning on (B)(6) 2018, "drug exposure during pregnancy" with an unspecified onset date, and concerned a female patient (age: not reported) who was treated with novofine 8mm (30g) autocover (needle) from an unknown start as an "accidental exposure to product". Patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. On an unknown date, the patient was confirmed pregnant. The first day of last menstrual period, gestational age at the time of drug exposure, expected delivery date and the number of foetus were not reported. On (B)(6) 2018 the nurse, who was (B)(6) pregnant, was administering levemir to a (B)(6) patient with the novofine autocover needle and the nurse pricked herself with the back end of the needle. Action taken to novofine 8mm (30g) autocover was reported as not applicable. The outcome for the event "pregnant nurse pricked herself with needle while administering insulin to (B)(6) patient" was not reported. The outcome for the event "drug exposure during pregnancy" was not reported.

Event description:
Case description: on (B)(6) 2018, correction was performed. Since last submission, the case has been corrected with the following: due to a technical issue, this report was submitted with manufacturer report number and should be 9681822-2018-00002. This report was resubmitted as an initial submission with manufacturer report number 9681822-2018-00002 and all subsequent follow ups will be reported under manufacturer report number 9681822-2018-00002.